Manufacturer narrative:
The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log file. Furthermore, driveline damage was confirmed per the evaluation of the returned pump. The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing. The severed portion of the driveline was returned in two sections. The sealed inflow conduit and the sealed outflow graft, bend relief, and bend relief collar were not returned. No depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump¿s driveline was severed approximately 1.5 inches from the pump housing, and the rest of the driveline was returned in two sections. A driveline repair site was present on the severed portion. The repair site was disassembled and no problems were found. No damage to the outer jacket was observed. Electrical continuity testing revealed a short of the green wire. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified between approximately 7 to 10 inches from the pump housing. Visual inspection identified breaches in the insulation of all the wires between approximately 8 to 10 inches from the metal connector. The damage appeared to be consistent with abrasion damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, all underlying wire conductors were exposed. The reported pump stoppages would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. Alarms could have also resulted from the exposed conductors of two wires from different motor phases (yellow/green, red/orange, black/brown) contacting each other or making simultaneous contact with the shield while on battery support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 3 years and 10 months. The devices have been returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was seen in clinic for routine follow-up visit and that pump stoppages were observed while connected to either the batteries or the power module. A recent driveline repair was performed on (B)(6) 2017. There was no reported adverse patient impact during this event. The manufacturer's technical services representative reviewed the submitted log files and reported that the log files captured pump stops on (B)(6) 2017. The events appeared to be occurring while on both batteries and power module. The x-rays submitted for review were unremarkable. It was further reported that the patient had pump exchange on (B)(6) 2017 for a suspected short- to- shield event. The pump to be returned for analysis.